Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported after checking different settings, the contrast/resolution is still very dark making it difficult to see images. Customer advised they have tried 3 different probes with this scanner same results. Not sending in a probe

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded. The device was returned to the service facility for evaluation. During evaluation, the reported issue of after checking different settings, the contrast/resolution is still very dark making it difficult to see images was unconfirmed. As a bench test unit was compared with the customer unit using same parameters and no difference in the images was noticed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h11.

Event description:
It was reported after checking different settings, the contrast/resolution is still very dark making it difficult to see images. Customer advised they have tried 3 different probes with this scanner same results. Not sending in a probe.